Event description:
Pt's aorta noted a drastic change in diameter from the renal arteries to the bifurcation at the common iliac arteries. Although placement of the zenith device was performed without complication, a proximal type I endoleak was visible during the post deployment angiogram. The proximal sealing stent of the main body graft was ballooned several times without resolve to the endoleak. Another MFR's stent was deployed in the proximal portion of the main body graft to seal off the endoleak. The additional radial force within the graft was successful in securing a seal of the aorta. Final angiogram noted open renal and internal iliac arteries, and a small retrograde filling of a lumbar artery. The small "blush" noted at the conclusion is thought would resolve when a normal act level was regained.